Event description:
Dealer stated that a caster tire split and came off the rim on a tdxsiv-2 power chair.

Manufacturer narrative:
(B)(4). Complaint was not given to regulatory affairs for processing until (B)(4) 2013.